Event description:
Reportedly, the stapler was placed on ileum and fired. After returning the firing knob and opening the instrument, it was noted that the stapler cut but did not staple. There was no evidence of staples in the transected bowel. There was spillage of bowel contents into pt's abdomen.